Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent hyperglycemia despite multiple supply changes. Fingerstick blood glucose readings were reported as high as 583 mg/dl. The user administered manual insulin injections, temporarily disconnected from the pump, and later resumed insulin delivery after completing another supply change.